Event description:
We have received a product report involving a non-medtronic product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported that the devices were replaced (B)(6) 2024 as they were close to 5 years old and the patient was in pain due to them not working in some capacity. The reporter assumes there were two devices that were replaced as their notes indicate there was a t-spine and c-spine system. Reference report mw5161846. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).